Manufacturer narrative:
The initial MDR 2432235-2016-00373 was filed on (B)(6) 2016. The cause of the critical result not being held was due to the operator entering an incorrect date of birth for the patient. The cause was not related to an instrument malfunction. Centralink catches any age issue up to 149 years for patient age. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The patient's date of birth was erroneously entered using the year (B)(6) rather than (B)(6). The patient's age of (B)(6) was then rejected by centralink and the result was not held. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc observed that centralink rejected the age >150 years, leaving a "?" For age and date of birth. Since there was no age or date of birth, rules that use age ranges weren't triggered. Siemens is investigating this issue.

Event description:
The operator of a centralink data management system stated that a critical potassium patient result was reported out. The result was auto-validated and not held in the system. There are no reports of patient intervention or adverse health consequences due to reporting of a critical potassium result.